Event description:
Spontaneous: (B)(6) [pa) reports pt currently admitted due to pumps alerting no disposable, pump wont run. Pt is aware this is an issue with faulty cassette, tried to use backup cassette which also didn't work. Lot unavailable. Pt was feeling generally fatigued and short of breath with no medication and went to hospital. Pt has medication and cassettes at home, but pharmacy replacing pumps/cassettes once pt is discharged. Did the reported product fault occur while in use? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Cassettes - no; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? No. If no, what was the pt instructed to do in able to continue their infusion? Pt presented to the hosp; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.